Manufacturer narrative:
The reason for this revision surgery was the patient had a draining sinus and slight instability. The length of in vivo service was 13 days. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was left in the patient and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: 7 dislocation, 1 pain, 5 infection, 7 instability, 1 disassociation, 2 revision with unspecified reason. This is the first complaint against this lot number. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause or reason of the joint instability. Factors that may contribute to joint instability that are not associated with the implants are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. The patient was reported to also have drainage from the sinus, the root cause for the drainage was not reported. No other conditions relating to this event could be determined with confidence. The complaint investigation is limited in scope since the part (s) associated with this investigation was not returned to (B)(4) for evaluation. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Device evaluated by MFR: left in patient.

Event description:
Revision surgery - due to the patient having a draining sinus and slight instability.